Event description:
It is reported that the device was implanted approximately 20 years ago. Post-op, the liner wore out causing the head to wear into the shell. The patient did not seek treatment for awhile which caused more metal wear of the shell. In 2007, the devices were revised.

Manufacturer narrative:
We could not obtain a complete catalog number, therefore, a baseline report cannot be filed. This report will be amended when our investigation is complete.